Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device removed during I-spine surgery because it was no longer effective after numerous evaluations and reprogramming efforts. The patient wanted the spinal cord stimulator (scs) removed because they felt it was not effective. It was noted that interventions included explant. The patient resolved without sequelae on (B)(6) 2012. It was noted that the event was related to the device or therapy and not related to the implant procedure. Additional information received reported that it was unknown if the event was related to other causes and was now possibly related to the device or therapy. It was noted that the patient thought therapy was not helpful and no longer effective since (B)(6) 2012. It was noted that programming adjustments were not helpful for low back pain (lbp) and left lower extremity (l le) pain.